Manufacturer narrative:
The device was not returned to zoll (B)(4) for evaluation. Instead a zoll representative performed an evaluation on site. The reported problem was observed during initial testing. However after retesting the device, the reported problem could not be duplicated. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.